Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. The computer was returned for evaluation. The alleged issue could not be replicated. Multiple boots and navigation of the ear, nose & throat (ent) app were good as no issues were observed. A manufacturer representative went to the site to test the equipment. It was reported the system kept restarting while trying to load exams and navigate through the software. The computer was replaced and the software was upgraded. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system rebooted itself after they clicked the ear, nose, and throat (ent) icon. The system rebooted back to application icon screen. It was noted the same issue occurred when they chose an instrument tool card.